Manufacturer narrative:
No product will be returned for evaluation. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported that in early (B)(6) 2011, the infusion set cannula kinked and it did not provide enough insulin to her body. This occurred while patient was at home, and patient became tired, thirsty, and did not feel well. Exact level of blood glucose was not provided. Infusion sets were discarded and were not requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional details were provided.